Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Pri tubing. Requested patient demographics however not provided by customer. No devices received; log review only.

Event description:
It was reported that both setups (2) pcu and (8) modules infusing unspecified medications alarmed for communication error at the same time between 1931 ¿ 2330 hrs. On (B)(6) 2021 and shut down. The customer reported a "code blue" was initiated however there was no additional event details provided at this time or patient consequences. The event logs were examined by clinical engineering, where it was found that ¿a manually shut down was initiated¿. The customer is requesting a log review to confirm what was found on the event logs from the devices (2) 8015 around 2107hrs on (B)(6) 2021.

Manufacturer narrative:
Additional information: d10 (concomitant device): (1) 8015 . Correction: d1, d10 (concomitant device): omit: (1) 8100 . The reported channel error and unexpected shutdown was confirmed in the event log for pcu s/n (B)(6) as channel disconnect events, however, was not replicated during functional testing. No channel disconnects or any other errors were observed in the event log for pcu s/n (B)(6). No anomalies were observed with the iui¿s on any of the returned devices. The proximate cause of the reported channel error and unexpected shutdown was identified as due to channel disconnects. The root cause of the channel disconnects were not identified. A review of the device history record showed the device had a manufacture date of 05 june 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the syringe module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that both setups (2) pcu and (8) modules infusing unspecified medications, alarmed for communication error at the same time, between 1931 ¿ 2330 hrs. On (B)(6) 2021 and shut down. The customer reported a "code blue" was initiated however there was no additional event details provided at this time or patient consequences. The event logs were examined by clinical engineering, where it was found that ¿a manually shut down was initiated¿. The customer is requesting a log review to confirm what was found on the event logs from the devices (2) 8015 around 2107hrs on (B)(6) 2021.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 05 june 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the syringe module s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that both setups (2) pcu and (8) modules infusing unspecified medications, alarmed for communication error at the same time, between 1931 ¿ 2330 hrs. On (B)(6) 2021 and shut down. The customer reported a "code blue" was initiated however there was no additional event details provided at this time or patient consequences. The event logs were examined by clinical engineering, where it was found that ¿a manually shut down was initiated¿. The customer is requesting a log review to confirm what was found on the event logs from the devices (2) 8015 around 2107hrs on (B)(6) 2021.